Manufacturer narrative:
Device evaluation of battery has been completed. As received, the battery connector #3 pin was bent. The root cause for the damage to the connector could not be determined. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported a battery was not able to latch to a monitor.